Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their blood glucose level had been as high as 450mg/dl. The customer declined any troubleshoot. The customer states they were in nursing and knew how to treat their levels. The customer treated with manual injection. The customer was advised the pump would be replaced per the customer's request. No further assistance needed.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Multiple boluses were delivered and all boluses were recorded in the bolus history and daily totals. No bolus anomaly was noted. The pump was received with cracked battery tube threads.